Event description:
Report received of a tubing rupture during power injection. It was reported that a patient was having an MRI done of the renal arteries. Patient had a peripheral angiocatheter connected to an extension set. The power injector tubing was connected to the extension set, and was set to deliver 30 cc of contrast at 2 cc/second. The psi was unknown. Upon the initiation of the power injection, the extension set was reported to have "ballooned out, and then rupture". There was no reported bleed back or blood loss. The extension set was changed, and the infusion resumed with no further problems. There were no reported adverse effects to the patient. Additional information was requested, but no further information was provided.